Manufacturer narrative:
(B)(4). This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since jan 2013. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report for an event which occurred in the (B)(6) involving pentax model fg-36ux stating contamination of the balloon channel. A corrective action request was submitted by pentax europe to the manufacturer to implement any corrective actions, if necessary.

Manufacturer narrative:
Hoya corporation pentax (B)(4) office, specification developer, registration no. (B)(4). Pentax of america, inc., importer, registration no. (B)(4). (B)(4) is submitting the report on behalf of hoya corporation pentax (B)(4) office (exemption number e2015036).

Event description:
A device history review could not be performed since a serial number for the gastroscope was not provided. Since no further information has been received for this event, pentax medical considers this medwatch report closed.